Manufacturer narrative:
(B)(4). The carefusion field service engineer went onsite to evaluate and repair the suspect device. The carefusion field service engineer reported to have evaluated the suspect device but at this time is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit went inop (inoperable). The customer reported the suspect device gave audible and visual alarms. The issue occurred during patient use and the customer reported the end-user placed the patient on back-up ventilator right away. The customer reported no patient consequence is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect device for investigation. An investigation was performed; and the reported issue was unable to be duplicated and root-cause was unable to determined. The capacitor located at c400 within the power supply assembly was missing. The blender assembly was found out of specifications due to the circuitry would cause the unit to not power on. The turbine driver printed circuit board assembly (pcba) was also found out of specification possibly from traces of fluid around the base of the driver pcba. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for further investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.